Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a post-op check, the pulse generator exhibited a loss of telemetry, the device was successfully re-interrogated and no further issues were noted. The patient was asymptomatic.